Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not working. It was reported that customer had high blood glucose they did not get any alarm and treated it with manual injection. Blood glucose level was 334, 387 mg/dl at the time of the incident and current is 216 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, a21 error test and the delivery accuracy test at 0.08750 inches. All operating currents are within specification. Off no power alarm functions properly. Device also passed tone check and vibrate check during the self test. Device communicated properly with the glucose sensor simulator and the minilink link transmitter. The high sensor glucose alert with audio tone alert functions properly during testing. No audio/vibrate/absence of alarm anomalies noted during testing. Device was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device uploaded properly using carelink. Device had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.